Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred post procedure. During a pulse field ablation (pfa) procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The physician had difficulties to advance faradrive in the groin. After advancing the sheath up in the heart, everything was prepared for going to left atrium. Due to patients anatomy, there was no clear jump visible. At the desired position, the versacross rf wire was advanced out of the dilator, where it was found that moving the wire was difficult. Radio frequency was applied but without success getting into the left atrium (la). The wire was advanced and a new position was tried where a possible jump occurred. At this time there was again no success to get into the la. Thus, the method was changed and a conventional non-boston scientific long needle (brk) was used to perform transseptal puncture. This method was not successful the first time either. After getting to left atrium, all four (4) veins were isolated with farapulse system (36 pfa applications given for isolating all 4 veins). A final check at the end of the procedure for pericardial effusion was done and a perforation and small effusion was seen on echo. The patient was monitored and brought to intensive care unit (ICU) for observation. Over the rest of the day, patient was stable and did not require further intervention. The patient is expected to fully recover. The source of the pericardial effusion is unknown.